Event description:
Caller states his pod did not insert the needle. He stated that he had activated a new pod. No further info reported. The device is being returned for eval. The pod was received on 9/7/2007 with a note taped to the adhesive pad in which the customer stated that they experienced bg levels over 300 mg/dl during use. This was not reported to customer service at the time the complaint was originally called in.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have caused the needle mechanism to fail to insert at activation as reported. The product was found to have a damaged cannula tip. The cannula tip was found to pass insulin, however, flow was severely restricted. This condition could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the pt is very lean and the cannula is fired into muscle, not "pinching up" at the insertion site. As noted in the user guide, pt's are advised to select a pod placement site consisting of fatty subcutaneous tissue and to pinch the skin around the pod until the cannula inserts. The user is also instructed in the user guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device of backup therapy if required. The DHR provides evidence that the lot met the acceptance level prior to release.